Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was oversensing resulting in inhibition of the ICD pacing function. No shocks have been delivered to the patient as a result of the oversensing. The physician was unable to reproduce the oversensing with pocket manipulation.